Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. It was reported that they were treated with glucose or carbohydrate intake. The customer was advised to return the sensor. It was reported that the sensor needle was retracted. The insulin pump will not be returned and sensor will be for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.